Event description:
It was reported that the insulin pump gave numerous alarms, including a no delivery alarm and a button error alarm. It was also reported that the insulin pump had been dropped and exposed to moisture prior to the occurrence of these alarms. The blood glucose reading was 17 mmol/l. Customer was treated with manual injections. The insulin pump had been stored or out of use for an extended period of time. The insulin pump had been without a battery for an hour and a half. No moisture was visible in the insulin pump. Troubleshooting could not be done for the no delivery alarm as the infusion set had already been changed. The bolus history was correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.